Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of flap thickness variation and non-uniformity ("unplaner") noted in both eyes post-operatively following a bilateral lasik surgery. The patient reported glare and reduced visual acuity. There are two related reports for this patient. This report addresses the right eye. Additional information has been requested.